Manufacturer narrative:
Present complaint is a duplicate of previous complaint already reported as MFR report number 9611109-2023-00260. The present complaint has been voided and follow up on the event will be reported as follow up of MFR report number 9611109-2023-00260.

Event description:
See initial.

Event description:
Livanova deutschland has received a report that, during warming phase of a procedure, the 3t heater cooler was set to 40°c. However, the arterial temperature was 35.7°c, with the water bath temp reaching 36.8°c. Subsequently, the water bath temperature on the patient 1 side of the heater cooler decreased to 35.5°c. The 3t heater cooler was changed out and the patient warmed back to normothermia with no further issues. The cpb time was prolonged of 25-35 minutes. There was no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.